Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that their device had low peep (positive end expiratory pressure) readings. There was no patient involvement associated with the reported event.